Event description:
It was reported a spectrum pump had keypad issues. Any pt involvement, med intervention, or injury is unk.

Manufacturer narrative:
(B)(4). The device was returned to and evaluated by baxter. Functionality testing as well as device eval confirmed that there was an intermittent response fro the on/off key and that the #7, #8, and #9 keys were inoperable, caused by a failed keypad. It was observed that when any remaining functional keys are selected, an automatic output of the #7 key will occur following the selected key's function (for example, when the #1 key is pressed 17 will be displayed. When in alphabetic mode and the abc key is selected, as will be displayed, interfering with the (B)(4) drug search). The keypad was replaced. Baxter has initiated a CAPA to further investigate the issue.